Event description:
Boston scientific received information that this left ventricular (lv) lead had dislodged. This lv lead was explanted and replaced. No additional adverse patient effects were reported. Additional information from the field representative confirmed allegation that through fluoroscopy this lv lead had dislodged and exhibited high pacing threshold measurement as well.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.